Event description:
The external ventricular drain (evd) that was placed on [redacted] started leaking from the connection between the buritrol and the distal drainage bag. There were no cracks identified in the system, however it appeared the connection was not sealed and had communicating fluid of air and csf. We believe this device was defective. A break in the system has the potential to cause cns infection.